Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the screen would not calibrate and noted there was a "big deviation" between the stylus tip and the arrow (cursor) on the screen and further noted that calibration did not solve the issue. It was determined that the touch screen was out of specification and it was replaced and the stylus then calibrated. The software was also updated. (B)(4)

Event description:
It was reported that the programmer had a faulty display screen and that its printer was also faulty. The programmer was returned for service, no patient complications have been reported as a result of this event. It was further reported that the screen would not calibrate.